Event description:
It has been reported to philips that exposure was not possible - the image disk was full. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which was completed as planned since the customer deleted the old exams. The system logfiles were checked. The philips field service engineer (fse) went onsite and confirmed that the communication issues between host pc and image processing pc was caused by the lack of storage space in the system. The defective host pc was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, to resolve the reported issue, the fse replaced the host pc and ip pc and upgraded the system software to r8.2.30.5. Following these repair actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.